Event description:
I had lasik eye surgery done by dr. (B)(6) in (B)(6) in (B)(6) 2005. I had 20/15 vision after the surgery, and I was thrilled. About five years later, I developed blurry vision and now have a lot of trouble with my eyes. I have developed an astigmatism, and I have been having a lot of trouble getting this corrected. I have been to four eye doctors over the last six months.